Manufacturer narrative:
Additional information was received that the patient had weight changes causing different pocket discomfort. The physician also stated that the patient was having limited fat tissue which could always cause her problems. The patient underwent an explant procedure. No device malfunction suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pocket site tenderness and pain around the anchors. Computed tomography scan revealed that the ipg was superficial. The patient will undergo revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pocket site tenderness and pain around the anchors. Computed tomography scan revealed that the ipg was superficial. The patient will undergo revision procedure.

Event description:
A report was received that the patient was experiencing pocket site tenderness and pain around the anchors. Computed tomography scan revealed that the ipg was superficial. The patient will undergo revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.